Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging the liquid or cream inside the meter ran out and the issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.